Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include component damage or degradation, environmental issues like dust/dirt/humidity/ambient light, optical issues, compatibility issues, thermal issues, and electrical issues such as signal loss or circuit breaks. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had snowflakes in image. The event occurred during inspection for use. There were no reports of patient involvement.